Event description:
It was reported that the patient had her implantable neurostimulator (ins) moved to the other side of the body last week because the ins was too shallow. The ins was catching on the patient¿s pants and was irritating her. The reporter did not think the lead was changed.

Manufacturer narrative:
Product ID: 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).